Event description:
Boston scientific crm received information that per a call to this physician's office, our company became aware that this patient's system was taken out of service approximately two years ago. It was noted that both leads eroded, however one was extracted but did not specify which lead.

Manufacturer narrative:
The boston scientific crm products have not been returned. Should additional information become available, this event would be updated.